Event description:
The customer reported, "forced to turn off and unplug unit to get it to work." The record was voided and no additional information will likely be forthcoming. There is no report of pt injury or death.

Manufacturer narrative:
The customer canceled the service call.